Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the connector pin was bent consistent with procedure damage. The cause of the reported event of a helix mechanism issue was isolated to the connector pin bent as received and the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a scheduled procedure. During the implant it was noted that the right ventricular lead exhibited no capture. The physician tried to reposition the lead, but helix would not extend. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.